Manufacturer narrative:
Approximate age of device, 2 years, 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a low speed alarm while attached to the mobile power unit. Log file analysis showed a low speed operation while attached to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. The patient was reported to be not symptomatic and did not know the alarm had occurred. Patient was provided a power module and an ungrounded cable to go home with. Percutaneous lead x-rays returned unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low speed and pump stop events were confirmed based on the evaluation of the log files provided by the account, a specific cause for the reported events cannot be determined through the evaluation of the returned pump. The submitted log file contained data from (B)(6)2019 through (B)(6)2019 and (B)(6)2019 through (B)(6)2019. On (B)(6)2019, a low speed advisory alarm was captured. The observed low speed event occurred while the patient was supported by the module power unit. Starting on (B)(6)2019, the log file captured pump stop events while the patient was supported by the power module. The low speed hazard and low flow hazard alarms were also triggered at those times. It was reported that the patient was connected to a grounded patient cable. A driveline repair was performed on (B)(6)2019 and on (B)(6)2019, a low speed advisory alarm was observed while the patient was supported by the mobile power unit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6)2019 and the replaced portion of the driveline was returned in a segment measuring approximately 18¿. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone jacket or bionate layers of the driveline. Breakdown of the metal braided shielding was consistent with the duration of use. Upon removal of the metal braided shielding, an examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The patient was ultimately transplanted on (B)(6)2019 at a different hospital. The pump was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing. An additional 11.5¿ segment of just the silicone jacket was also returned. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned in two segments; one segment was attached to the outflow elbow. The sealed outflow graft bend relief and bend relief collar were returned detached from the device. Of note, an additional manufacturer¿s pacemaker was returned with the pump. The driveline was cut approximately 1.5¿ from the pump housing. An additional 11.5¿ segment of just the silicone jacket was also returned. The distal portion of the dl was not returned. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stoppages. The location of the suspected driveline wire compromise could not be determined; however, approximately 1.5 inches of the driveline was returned. Based on the total length of the driveline measuring 38 inches in length, approximately 36.5 inches of the driveline was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling.

Manufacturer narrative:
Section b5, d10, h3: additional information.

Event description:
It was reported that while admitted at emergency department due to a non-vad related issue, the patient's lvad experienced multiple pump stoppages on (B)(6) 2019. Log file review was requested and manufacturer's technical analyst observed low speed and pump stop events starting (B)(6) 2019 while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images taken back in (B)(6) were sent in and manufacturer's technical services observed no obvious areas of shield breakdown. The entire external portion of the percutaneous lead was replaced by manufacturer's technical services with no issues. The patient was requested to stay on the no ground cable and battery power until analysis of the percutaneous lead was completed. Log file analysis showed one low speed advisory on (B)(6) 2019 which occurred post external percutaneous lead repair. Speed drops were as low as 6180 rpm. No further information was provided.